Event description:
It was reported to philips that the heartstart mrx defibrillator failed during the output check for preventative maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4).